Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected investigation conclusions. The balloon burst reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: initial balloon inflation as expected. Balloon appears to burst at inflation balloon area during valve deployment. Valve expanded and deployed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed. Available information suggests patient factors (calcification) likely contributed to the event as there was calcium at annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from australia by our edwards lifesciences affiliate, during deployment of a 26mm sapien 3 ultra valve in the aortic position, the 26mm commander delivery system balloon burst. The balloon burst occurred at 95% deployment, so the valve was safely positioned. A non-ew balloon was used to post dilate the valve successfully. No negative outcome or patient injury was reported. Per the reporter, the root cause of the balloon burst is unknown, but may potentially be related to either calcium at the annulus, or pigtail maneuvers as the catheter was removed from the non-coronary cusp during deployment of the valve.